Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient reported a missing sensor wire. The sensor was inserted into the abdomen on (B)(6)2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient used an expired sensor. Dexcom labeling indicates: do not insert sensors past the expiration date. The expiration date format is yyyy-mm-dd. Insert sensors on or before the end of the calendar day printed on the sensor package label.